Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a cleo 90 infusion set ripped out of the patient's body when the patient's pump fell off his hip. The patient was unsure of his blood glucose levels, but stated that his levels were under 240mg/dl. The patient immediately replaced the infusion set site and resumed insulin delivery. No patient injury was reported.